Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels rose to 300 mg/dl and decreased to 40 mg/dl. A communication error occurred during operation with the personal diabetes manager (pdm). The pdm reportedly loss signal during air travel. Symptoms reported include loss of consciousness and convulsions the patient was hospitalized after the flight landed. Addition information regarding the hospitalization was solicited but not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels rose to 300 mg/dl and decreased to 40 mg/dl. A communication error occurred during operation with the personal diabetes manager (pdm). The pdm reportedly loss signal during air travel. Symptoms reported include loss of consciousness and convulsions the patient was hospitalized after the flight landed. The patient was treated with bionolyte g10% intravenous infusion (2000 ml over 24 hours), novorapid subcutaneous and an electric syringe pump (1.4 units / hour continuously).

Manufacturer narrative:
On (B)(6) 2023, the patient's nurse provided additional information regarding treatment. Additional information has been added to b5 - describe event or problem.